Event description:
Patient had a left tha on (B)(6) 2014 where a 60 psl trident cup was put in. Over the next couple of weeks, patient complained of pain. Patient came to a different doctor and took an x-ray. The cup had rotated around screw becoming loose. Patient was queued up for surgery. Patient was brought to surgery. The poly liner was removed and screw was taken out. Psl cup was grossly loose, screw was keeping acetabular components in place. Femoral head was removed as well. Doctor opted to use a primary tritanium cup, trialed with ecc 36 neutral liner, trialed with a +5 head trial, did a trial reduction, seemed unstable. Doctor opted to try an mdm construct. Mdm seemed to have better stability over all, implanted mdm implants and 28 mm head compressed into mdm/adm poly implant. Closed patient in the usual fashion.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a trident psl shell was reported. The event was not confirmed. The device was not returned for evaluation. Medical records were not received for review. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other lots reported for this issue. The exact cause of the event could not be determined be as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause no further investigation for this event is possible at this time.

Event description:
Patient had a left tha on (B)(6) 2014 where a 60 psl trident cup was put in. Over the next couple of weeks, patient complained of pain. Patient came to a different doctor and took an x-ray. The cup had rotated around screw becoming loose. Patient was queued up for surgery. Patient was brought to surgery. The poly liner was removed and screw was taken out. Psl cup was grossly loose, screw was keeping acetabular components in place. Femoral head was removed as well. Doctor opted to use a primary tritanium cup, trialed with ecc 36 neutral liner, trialed with a +5 head trial, did a trial reduction, seemed unstable. Doctor opted to try an mdm construct. Mdm seemed to have better stability over all, implanted mdm implants and 28 mm head compressed into mdm/adm poly implant. Closed patient in the usual fashion.